Event description:
Unable to obtain blood return. Catheter split-leakage. New system implanted.

Manufacturer narrative:
Evaluation summary: the portal was received with a 7 inch length of catheter attached. Microscopy examination revealed three .25 inch slits along the length of the catheter 3 inches from the portal/catheter connector. The orientation and physical charateristics of the slits are consistent with compression/pinch off syndrome. The system was injected with saline solution and found to be patent with leakage occurring at the location of the slits.